Event description:
The recipient reportedly experienced an infection and electrode extrusion. The recipient presented with suppuration. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted at this time. The recipient has reportedly recovered from surgery. This is the final report.

Manufacturer narrative:
The recipient's device was explanted due to the potential risk of infection, however, no infection was noted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and damaged silicone overmold was observed on the top cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevent an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.